Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and the battery cap was not able to tighten securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 10/25/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2016 with the following findings: a review of the pump black box data revealed one pump reboot associated with a replace battery warning. During a visual inspection of the pump, the battery compartment was observed to be cracked along the side. The returned battery cap was found to have stripped threads and was unable to secure properly to the pump; a intermittent power loss was observed with the returned battery cap. There was no evidence of physical damage on battery compartment threads. A test battery cap was used for testing. The pump was exercised for 24 hours with no power interruptions. Unrelated to the original complaint, investigation revealed the following: the display was dim with discolored text; all of the keypad buttons were intermittently unresponsive. There was no physical damage on keypad. The keypad cover was removed and there was contamination found on all button contacts. In addition, the audio bolus button was intermittently unresponsive. The audio bolus button cover was torn. There was contamination found on the audio bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.